Event description:
Boston scientific received information that during a recent routine device change out procedure, the patient's left ventricular (lv) lead was stuck in the device header. As a result, the lead had to be cut as it would not come out of the device header. The patient received a new device and lv lead without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.